Event description:
The reporter stated that the surgeon inserted an aa4203tl one piece silicone lens with toric optic. The lens flipped upon insertion into the eye causing a posterior capsular tear. The incision was enlarged to remove the lens and a anterior vitrectomy was performed. Another lens was inserted and a suture was required to close the wound. The reporter stated that the lens was the cause of the posterior capsular tear.